Event description:
It was reported that a patient passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of death was unknown. One source reported the cause of death as cardiac failure and another source reported the cause as due to complications from diabetes, however, neither cause was medically confirmed. An autopsy was not performed. Peritoneal dialysis (pd) therapy was ongoing until the time of death. The patient passed away at home and was not connected to the homechoice at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is currently ongoing. Upon completion of the evaluation or if additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the service history and the event history log was performed. The review of the service history did not identify any previous servicing events that could have contributed to the reported issue of patient passing away. Review of the device logs did not reveal any issues that could be related to the reported issue. There were no keystrokes, no device failure, malfunction, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. The device was tested and passed the homechoice (hc) return instrument test/ evaluation (rite) electrical test. The device was determined electrical performance specification requirements. The device was tested and failed the hc rite functional test, however, the failure was not related to the reported issue. An external & internal inspection was performed which revealed no anomalies. Per pal evaluation, there was no failure, malfunction or iipv event identified that could have caused or contributed to the reported issue of patient passing away. Should additional relevant information become available, a supplemental report will be submitted.